Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and provide the completed investigation results. The actual device was returned for evaluation. Initially, the branch provided reference photos of the proximal hub and distal point of the IV catheter. The proximal hub was connected to the infusion set wherein blood was observed. The defects that could lead to breakage cannot be confirmed through the photo. To eliminate potential health risks due to animal blood exposure, the returned sample contaminated with blood was not further evaluated. Thirty-one (31) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. Based on the results of our investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As informed through the details of the complaint, the involved device was inserted and placed on the patient for forty-eight hours without any reported issues which indicates that the device was performed properly. The damage likely occurred during the removal process. There is no evidence of a pre-existing defect with the device related to the materials or the manufacturing process. A review of the product's lot history file revealed no issues encountered during production of the reported lot.

Event description:
The facility reported that the catheter involved broke off in the patient's leg during treatment. The dog was treated with fluids/medication via IV site, with a catheter in place for two days; during this time, there was no leakage, and the initial placement caused no problems. On the morning of the second day, the staff was concerned about the site, noting soreness and swelling, although the dog had not chewed at the bandage. Upon removal by the vet tech, the catheter was in two pieces. The visible piece of the proximal catheter was removed from the dog's leg with tweezers, without injury. The dog's illness was resolved, was doing fine. The sample was available. A photo of the two pieces they had retained was provided. The event occurred intra-operatively. The reported incident did not result in a patient injury or necessitate medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: yorkie dog a3b: gender: not provided for animal use. A4: weight: requested, not provided a5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual sample was unavailable at the time. Initially, the branch provided reference photos of the IV catheter's proximal hub and distal point. The proximal hub, connected to the infusion set, showed traces of blood. The defects that could lead to breakage cannot be verified through the photo. The retention samples were visually checked and were confirmed to be free of any damage or dents on the catheter tube. The samples were subjected to a test for catheter tube and catheter hub fitting force, with the expected results that the catheter tube would remove/separate from the catheter hub or break during the test (as per iso 10555-1 standards). All results passed, meeting our specification of greater than 7.845n. No nonconformity reports related to human error were issued during the lot production process. During in-process inspections, the catheter tube and hub's peak tensile force are tested as part of the functional tests conducted once per shift. This testing adheres to the iso 10555-1 standard for the finished product, expecting that the catheter tube will either detach from the hub or break, with a minimum force requirement of 5 newtons according to iso standards and >7.845n as per tpc's established criteria. A sequence of inspections is integrated into our sr production process to ensure that any defects contributing to complaints are detected. This includes checking for damaged or deformed catheter tubes using a 10x magnification loupe, with inspections carried out under an overhead lamp. Any defects identified result in the catheter being segregated and discarded. Dummy checks are performed during each shift at the visual inspection stage to assess and challenge the inspectors' ability to detect flaws. Prior to shipment, an outgoing inspection and testing phase ensures the quality of the products, with all samples meeting the required standards. The catheter tube is made from radiopaque ethylene tetrafluoroethylene (etfe) and is subject to an incoming inspection that includes a visual examination and verification of the certificate of analysis in accordance with the material specifications. Over the past two fiscal years up to the present, thirty (30) complaints were received for the same issue, not identified to be related to our product or manufacturing process. The root cause of the problem has not been identified yet. The sample is not available for evaluation. A review of the product's lot history file revealed no issues encountered during production of the reported lot. The investigation is currently in progress. A follow-up report will be provided upon its completion. No corrective actions have been implemented. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).